Manufacturer narrative:
The hillrom technician found no malfunction with the bed. Follow-up from the customer on the patient's status noted patient as a (B)(6) female who was admitted to the facility for possible stroke. The patient was placed on plavix and aspirin upon admission. Customer states these medications could have contributed to the post-event diagnosis with the fall. Customer confirmed in review with staff that the bed alarm was checked 20 minutes prior to the fall and working correctly. Customer also reported that it is uncertain if the bed¿s exit alarm sounded when the patient exited the bed. After the event the patient was diagnosed with a right subdural hematoma and suspicion of a subarachnoid hemorrhage. Patient's family chose not to transfer her to a different level of care. No surgical intervention was required, the patient is doing well and has been discharged back to her long-term care facility. The customer also reported that the patient has also been back to the facility since the event for other health reasons and is doing well. It is noted that the customer utilizes a third-party vendor nurse call system, symplex, and log files to confirm use of the bed¿s exit alarm at the time of the event are unavailable for review as the system does not have a report option functionality. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The device IFU states when the bed exit system is armed and it detects an alarm condition for the set bed exit mode (the patient moves from the center of the bed towards an egress point), an audible alarm comes on and indicators flash. The alarm sound and indicator flash continue until the user presses the optional alarm silence control or you deactivate the bed exit, even if the patient returns to the correct position on the bed. Inspection of the device by a hillrom technician found the bed and its components to be functioning as designed. Although it is possible that the patient¿s reported injury was due to her admitted diagnosis of suspected stroke, the patient is doing well, no surgical intervention was required to preclude permanent impairment, the fall did not result in a serious injury, and the bed functioned as designed, since it cannot be determined if the bed exit alarm was in use at the time of the event due to log files being unattainable, hillrom is erring on the side of caution and reporting this event due to the injury involved. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician found no malfunction with the bed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the patient exited the versacare bed, fell, hit her head, and required treatment. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).